Event description:
The reporter indicated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) and the lens tore. The lens was removed with no patient injury and was exchanged with a new lens.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. Claim # (B)(4).